Event description:
User facility reports incident of microbubbles in the bloodline circuit that could not be removed. The circuit was discarded and a second circuit was set up. Microbubbles were noticed in the second circuit and this circuit was also discarded. Source of the microbubbles could not be determined and the actual complaint sample was discarded. Ebl=500cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.